Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 24455un20. Review of tracking and trending reports and manufacturing documentation did not identify any issues or trends related to the complaint issue. Using world wide field data the historical performance of reagent lot 24455un20 was evaluated and compared to an established threshold. This evaluation indicated that the patient median result and cal f rlu's for the complaint lot were within the established control limits, therefore, no unusual reagent lot performance was identified. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 24455un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier multiple = (B)(6). No further patient information was provided.

Event description:
The customer obtained falsely elevated architect stat troponin-I results for two samples. The following initial and repeat results were provided (customer cutoff = 0.039 ng/ml): on 2020 sample ID (B)(6): 0.049, 0.025, 0.039 and 0.035 ng/ml. On (B)(6) 2021 sample ID (B)(6): 0.274, 0.035, 1.352, and 0.008 ng/ml. The sample was also tested on the I-stat and generated 0.02. Sample ID unknown: 0.107, 0.010 ng/ml and 0.01 on I-stat. No impact to patient management was reported.